Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing some clips fell out unformed and then a clip jammed. Another device was used to complete the procedure. No adverse consequences reported.